Manufacturer narrative:
(D10) concomitant device(s): 310-01-44: equinoxe, humeral head short, 44mm (alpha) 300-10-15: equinoxe replicator plate 1.5mm o/s 314-13-03: equinoxe cage glenoid medium, alpha.

Event description:
As reported by the equinoxe shoulder study, during a left revision tsa, the patient experienced an intra-operative humeral fracture. It was additional reported that per email received "you are absolutely right the humeral stem was removed during the first revision in summer of 2019. The patient remained without any implant in the shoulder while the bone healed. The reverse pte was reimplemented in late fall of 2019" the patient underwent a revision procedure, and the event is now considered resolved. The clinical report indicates that the event is definitely not related to the device(s) and possibly related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.